Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the perforator failed to disengage. It is unknown how the procedure was completed. No information about surgical delay and adverse consequences to the patient were disclosed.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The perforator was returned for evaluation. The perforator unit was inspected using the unaided eye: organic matter, a worn eto label and perforator cap were present. IFU testing: no observed anomalies. Functional testing was performed: the unit was found to perform as intended and fulfilled the acceptance criteria/not perform as intended. The returned unit was found to work as intended, and met all acceptance criteria. The failure analysis is attached as supporting documentation. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A trending and risk assessment were performed as part of the evaluation; the risk remains acceptable.

Event description:
N/a.